Event description:
It was reported that pump showed only backlit display with no graphics visible. There was no reported impact to the customer¿s blood glucose level. Customer chose to follow up later to continue troubleshooting, and no additional information was received regarding any further actions or resolution.